Manufacturer narrative:
Product event summary:the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files revealed a decrease in estimated flow and power consumption since (B)(6) 2018. 17 low flow alarms were logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible root causes of "low flow" may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kinked outflow graft, suction or poor vad filling. The device was discarded by the site and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fulminant septic shock with ischemic colitis dd embolic, paralytic ileus, pneumogenic sepsis, and acute kidney failure. Patient has fatal diagnoses, and the patient died of complications. It was also stated that the device dysfunction did not lead to the death of the patient.